Event description:
The customer's family member called to report that pt was hospitalized for dka over the weekend. The family member indicated that pt was resistant to changing the set, checking the bg levels, and following the two high bg rule. It was stated that the customer's family member had a good understanding why pt ended up in the hosp. The family member did not have the pump in their possession at the time of call. Later the customer called back to troubleshoot the pump. The programming in the device was correct. The insulin came out. The high-pressure test passed.